Manufacturer narrative:
The device captured in this report was originally reported as having a mechanical problem; however, upon further investigation it was determined the device had unintended system motion. The event is now being captured in MFR report # 0001831750-2020-00122.

Event description:
This report summarizes 1 malfunction event, where it was reported the brakes wouldn't hold. There was no patient involvement.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the brakes wouldn't hold. There was no patient involvement.